Manufacturer narrative:
Correction: manufacturer report number - 2017865-2024-61588. Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.¿

Event description:
Additional information received notes that the pacemaker was explanted and replaced. Besides, the atrial lead had dislodged resulting in high capture threshold and reduced sensing. The atrial lead was reprogrammed on (B)(6) 2024 and later on was explanted and replaced. The patient experienced no consequences.